Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and bent cannula. The customer states they fell and had to call 911. The customer's blood glucose level at the time of incident was over 500mg/dl. The customer was treated with IV's, heart monitor, potassium, magnesium and insulin. The customer was advised on high blood glucose rule. No further assistance was provided at this time.